Event description:
Olympus was informed that during an unspecified procedure, half of the jaw assembly came off inside the pt. There was no pt injury reported. Olympus followed up with the user facility to obtain additional info regarding the event with no results.

Manufacturer narrative:
The device was returned to olympus for eval. The eval confirmed that part of the jaw was missing. The device will be forwarded to the original equipment manufacturer for further eval.